Event description:
Customer called stating that her pump was not working, customer states that she is unable to rewind and it is giving her errors. Customer states that insulin leaked into the pump this afternoon. Reservoir leak t/s per dop. Patient's bg is 110 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.